Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of angina, myocardial infarction, and occlusion are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known potential adverse events of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. The 3.0x38 xience xpedition was implanted on (B)(6) 2014. On (B)(6) 2016, the patient was hospitalized again because of chest tightness after drink. Elevated cardiac enzyme levels shows myocardial infarction. Coronary angiography results showed vessel occlusion, but which blood vessel is unknown. The patient received drug treatment. The patient recovered and on (B)(6) 2016 was discharged. The patient complained about the dual antiplatelet drugs. Despite the incident report, the stent has nothing to do with the baseline operation, but angiography is unknown and can not rule out the possibility of the device. Additional treatment was not provided. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The initial medwatch report as 12/18/2017, but should have been 11/12/2017.